Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Two viscoelastics were indicated. One of the two viscoelastics was non-qualified for use with this product.the root cause may be related to a failure to follow the IFU. Two viscoelastics were indicated. One of the two viscoelastics was non-qualified. The IFU instructs: during device preparation and implantation of iol with the preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Follow up information indicated that there was no medical intervention required. The patient was discharged after surgery.there is no lens to return as the surgeon used the one lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens (iol) implantation procedure, the lens was shot out and caused a split in the anterior capsule. Additional information was requested.